Manufacturer narrative:
Complaint conclusion: as reported, the sealant in a 5f mynxgrip vascular closure device (vcd) swelled prematurely before it was able to be delivered to the arteriotomy site. The device was removed, and hemostasis was achieved using manual pressure. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The advancer tube was engaged to the distal tamp lock. The sealant and the procedural sheath were not returned with the device and the sealant sleeve was pull back to the shuttle handle. It is unknown if the device was manipulated post-procedure. The catheter and shuttle cartridge were inspected for kink/bent or damages that may have contributed to the reported event. No visual damages or anomalies were observed. A product history record (phr) review of lot f1904902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device since the device was received fully deployed with the advancer tube properly engaged. The exact cause of the issue reported could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine was factors may have contributed to the issue experienced since the device was received properly deployed with no anomalies noted and the sealant was not received. However, procedural/handling factors possibly contributed to the sealant becoming prematurely swollen and failure to be deployed at the arteriotomy. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant in a 5f mynxgrip vascular closure device swelled prematurely before it was able to be delivered to the arteriotomy site. The device was removed, and hemostasis was achieved using manual pressure. There was no patient injury reported. The device was clinically used and will be returned for analysis.